Manufacturer narrative:
(B)(4): the customer reported that the screen on the device was black. There was no report of adverse pt impact. A field service engineer evaluated the device and confirmed the reported problem. Replacing the control pca resolved the issue. The device passed all testing and was placed back into service.

Event description:
The customer reported that the screen on the device was black.